Event description:
It was reported during intra-aortic balloon(iab) therapy, an autofill failure occurred. The customer confirmed that there is no problem with the tube connection and the residual pressure of helium gas. The start key was pressed again but the same error occurred. The same error occurs even when the intra-aortic balloon(iab) filling key is pressed. The customer suspected a balloon leak and replaced the balloon to continue therapy. The same autofill failure error occurred on the replacement balloon. The customer inspected the equipment where the error occurred and confirmed the connector of the safety disk filling port was loose. The connector was tightened to solve the problem. There was no reported injury to the patient. This report is for the second balloon used.

Manufacturer narrative:
Updated sections: b4, g4, g7, h2, h3, h6, h10. The product was returned with the membrane completely unfolded with no visible blood on the catheter. The extender tubing was also returned. Three catheter tubing kinks was observed near the y-fitting at approximately 71.1cm, 72.1cm & 73.7cm from the iab tip. An underwater leak test of the balloon, catheter tubing, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and pumped for two hours which represents one complete autofill cycle. The iab pumped normally and no alarm sounded from the pump. The reported event cannot be confirmed by the evaluation. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record # (B)(4).

Manufacturer narrative:
Complete event site name - (B)(4). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, an autofill failure occurred. The customer confirmed that there is no problem with the tube connection and the residual pressure of helium gas. The start key was pressed again but the same error occurred. The same error occurs even when the intra-aortic balloon(iab) filling key is pressed. The customer suspected a balloon leak and replaced the balloon to continue therapy. The same autofill failure error occurred on the replacement balloon. The customer inspected the equipment where the error occurred and confirmed the connector of the safety disk filling port was loose. The connector was tightened to solve the problem. There was no reported injury to the patient. This report is for the second balloon used.

Manufacturer narrative:
Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint #: (B)(4).

Event description:
It was reported during intra-aortic balloon(iab) therapy, an autofill failure occurred. The customer confirmed that there is no problem with the tube connection and the residual pressure of helium gas. The start key was pressed again but the same error occurred. The same error occurs even when the intra-aortic balloon(iab) filling key is pressed. The customer suspected a balloon leak and replaced the balloon to continue therapy. The same autofill failure error occurred on the replacement balloon. The customer inspected the equipment where the error occurred and confirmed the connector of the safety disk filling port was loose. The connector was tightened to solve the problem. There was no reported injury to the patient. This report is for the second balloon used.